Manufacturer narrative:
The technician found the account did not known how to set the bed exit system, user error. The account was in-serviced on the bed exit functions by the technician to resolve the issue.

Event description:
(B)(4).